Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's pre-existing respiratory disease worsened after their heartmate 3 implant on (B)(6) 2022; the patient was monitored in the intensive care unit (ICU) and was placed on a respiration device. The patient later passed away on (B)(6) 2022 due to a pneumothorax.

Event description:
Additional information: the patient's respiration device was a dräger product. The death was not considered to be device related and the device operated as intended.

Manufacturer narrative:
Section a: patient privacy laws in the event country prohibit the release of private patient information and date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a specific cause for the reported emphysema and subsequent patient outcome could not be conclusively determined. Evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device related issues. (B)(6) was returned with the pump cable intact. The sealed outflow graft was returned attached to the pump cover outlet port, without the outflow graft clip. The outflow graft bend relief was returned attached to the graft attachment. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the pump cover, rotor, and rotor well revealed loosely coagulated, post-explant blood. Examination of pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Lvad event and periodic log files were extracted from (B)(6). The log files captured the pump operating as expected. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 22sep2021. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) (rev. C) lists death as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.